Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. Although the exact date of the incident was uncertain, the issue had been resolved by the time of the call. There was no pump shutdown or inability to restart the pump, and it was unknown if the customer's blood glucose level was adversely impacted, as the caller declined to provide that information. The customer resolved the issue by changing charging supplies and successfully charged the pump using the tandem adapter and cable.